Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not detected on the communication bus. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. A field service engineer reseated retractor band cables and cubie pockets. Checked for metal debris in cubic trays to ensure there were no shorts. Rebooted station to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.